Event description:
It was reported that a home patient (hp) had manually drained out 3700ml during use on the home choice (hc). The registered nurse (rn) stated the largest prescribed fill volume equaled 2000ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.